Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a damaged trunk cable connector. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The last patient to use this belt did not report any problems.